Event description:
As reported, it was a case of a 23 mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral approach. The patient's vasculature showed no calcification and demonstrated adequate vessel calibers. During insertion of the commander delivery system with the valve through the esheath+, the physician noted significant resistance. At the end of the procedure, once the esheath+ was removed from the patient, the distal portion of the sheath was observed to be lacerated. The procedure was completed successfully with no adverse consequences for the patient. Engineering review of the provided image identified a torn distal tip with missing material. The missing material remained inside the patient, and no additional intervention was performed.

Manufacturer narrative:
The investigation is ongoing.